Event description:
A healthcare professional reported following an intraocular lens (iol) implant procedure, the lens repositioned for decentration, and upon examination, one of the lenses haptics was found to be crimped. The surgeons did the case together, and left the lens to see if capsular fibrosis was enough to keep the lens centered. The surgeon inquired about the atiol exchange program I case the lens needed to be explanted and replaced with new lens. Later the facility personnel reported that they may not need to do an exchange. Additional information was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. The reporting facility did not provide a lot number or any identification of the product. The root cause for the reported complaint could not be determined as no product was returned and not enough information was provided to complete the investigation. All product history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).